Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of implant is estimated. The device was implanted in 2016. Exact date of implant is unknown.

Event description:
It was reported that the patient experienced ineffective therapy due high impedances on one of the leads. As such, such surgical intervention took place wherein the other lead was damaged during the procedure. In turn, both leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.